Event description:
The customer reported that the system exhibited an error. Further information was received from the customer indicating that the error caused the system to lock up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.